Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range impedance measurements and high pacing thresholds. Subsequently, the patient underwent a revision procedure, and this rv lead was surgically capped/abandoned and replaced. Besides intervention, there were no adverse patient effects reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.